Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to attach to the pen, and would "not work well" during use. The following information was provided by the initial reporter: "spouse of consumer reported difficulty with attaching the pen needle onto insulin pen. Stated about a quarter of the current box has pen needles that are not working well. Stated this has been happening over the past few months. Stated if husband can not get the first pen needle to work, he goes to a second pen needle. Advised to check the npe of the needle before attaching to ensure it is always straight. Advised that once the pen needle is attached, to turn it until meeting slight resistance."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/20/2020. H.6. Investigation: customer returned (5) open 4mm, 32g pen needles without the tear drop label. Customer states that it was difficult to attach the pen needle and others are not working well. All returned pen needles were examined and all exhibited a bent non patent end of the cannula which could prevent the pen needle from attaching to the pen properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to attach to the pen, and would "not work well" during use. The following information was provided by the initial reporter: "spouse of consumer reported difficulty with attaching the pen needle onto insulin pen. Stated about a quarter of the current box has pen needles that are not working well. Stated this has been happening over the past few months. Stated if husband can not get the first pen needle to work, he goes to a second pen needle. Advised to check the npe of the needle before attaching to ensure it is always straight. Advised that once the pen needle is attached, to turn it until meeting slight resistance."